Manufacturer narrative:
Device evaluation (B)(4) unit of lot c2152402 of zisv6-35-125-6-80-ptx was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2025. Observations from the lab evaluation were as follows; red safety trigger returned intact. No damage noted along delivery system. Device flushes with no issue. 0.035" wire guide passes through device with no issue stent deployed with no issue. Stent examined, no issues noted. Device functions as intended. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label the precautions section of the instructions for use (ifu0118), which accompanies this device instructs the user "a 0.035 inch (0.89mm) diameter wire guide should be used during tracking, deployment, and removal in order to ensure adequate support of the system" there is evidence to suggest that the customer did not follow the instructions for use in relation to the size of the wire guide used (ifu0118). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could be attributed to use error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. From the information provided it is known that a ¿300cm spartacore¿ wire guide was used. Using a 0.014¿ wire guide would have meant insufficient support would have been provided to the device during advancement over the wire guide which in turn could have led to the resistance encountered by the user. During the lab evaluation a 0.035 inch wire guide passed through the device and the stent deployed from the device without any issue use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required confirmation of complaint is confirmed based on customer and/or rep testimony. Corrective action/correction product manager notified to consider re-training at the facility according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Another device was used to complete the procedure. Complaints of this nature will continue to be monitored for similar events.

Event description:
As initially reported to customer relations: a male patient of undisclosed age underwent an unspecified procedure in which the zilver ptx 35 drug-eluting stent, g38480, was used. Zilver ptx was prepped for use and upon loading the device, the delivery system had resistance and was not moving on the wire. The techs reflushed the system and still it would not advance, we checked the wire for kinks and still nothing would move. So we swapped the ptx out for a supera, because we did not have another ptx in the size needed.